Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported peripheral diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Patient was prescribed a topical steroid to use every two hours. Upon follow up, dlk was reported to be resolved. Topical steroid drops are being tapered. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.